Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was found dislodged along with the right ventricular (rv) lead due to not enough slack, confirmed by x-ray. This lead was then explanted as the physician decided to use longer leads and the right ventricular (rv) lead was repositioned in the right atrium. A new lead was implanted in the right ventricle. No additional adverse patient effects.